Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The initial reporter is a j&j sales representative. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection revealed wear marks on the device, the needle was found stuck into the shaft of the device, the white plastic flag was missing. Finally, the lower jaw was found bent. Based on the condition of the needle, a functional test cannot be performed. A manufacturing record evaluation was performed for the finished device 32559 number, and no non-conformances were identified. According with the visual inspection result, this complaint can be confirmed. The manufactured date of this device is 2015 and hence indicates this device is 8 years old. The possible root cause for the needle stuck can be attributed  to  the white plastic flag fell off causing the  retracting mechanism  to be jammed with the needle inside, however this cannot be conclusively determined. The possible root cause for the bent jaw can be attributed to the hard and continuous use of the device, since this device is reusable, the continuous use and sterilization process can cause metal fatigue leading to damages on the lower jaw. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function and do not use if product is damaged. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in france that the expressew iii suture passer w/ hook had an unspecified malfunction. During in-house engineering evaluation, it was determined that a needle was found stuck into the shaft of the device and its lower jaw was found bent. There was no procedure nor patient involvement reported.